Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis'), pelvic pain ('pain - pelvic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included endometrial polyp, uterine bleeding and hematometra. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced endometritis (seriousness criteria hospitalization and intervention required), migraine ("migraines"), ovarian cyst ("ovarian cysts"), endometriosis ("endometriosis") and proctalgia ("rectal pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hyst. (Full), salping (bilateral) and ablation) and I v antibiotics. Essure was removed on (B)(6) 2016. At the time of the report, the endometritis and endometriosis outcome was unknown, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, uterine leiomyoma and ovarian cyst had resolved and the migraine, vaginal haemorrhage and proctalgia was resolving. The reporter considered abdominal pain, dysmenorrhoea, endometriosis, endometritis, menorrhagia, migraine, ovarian cyst, pelvic pain, proctalgia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain: dysmenorrhea, pelvic pain, abdominal pain, bleeding: menorrhagia, other injuries/symptoms: migraines. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral occlusion. Pathology test - on (B)(6) 2016: uterus and bilateral fallopian tubes, robotic hysterectomy and bilateral salpingectomy -uterus: adenomyosis and subserosal adenomyoma, 300 grams - left fallopian tube: paratubal cysts. Endometriosis -right fallopian tube paratubal cysts -cervix: benign fibroepithelial polyp - endometrium and serosa no significant pathologic abnormality gross description: the fallopian tubes have bilateral cysts filled with serous fluid, ranging up to 2.1 x 1.2 cm; bilateral intraluminal silver metallic coiled wires are also present.. Ultrasound pelvis - on (B)(6) 2015: the uterus measures approximately 10 cm in length. A normal endometrial echo is not demonstrated. There appears to be echogenic material occupying the endometrial cavity. There appear to be evidence of blood flow the endometrial cavity contents and prominent vascularity in the adjacent myometrium. There are nabothian cysts. There is an approximately 2.7 cm mass anterior to the lower uterine segment. Precise etiology uncertain, but this could reflect a pedunculated fibroid. The left ovary 2.0 x 2.7 x 1.8 cm and the left ovary (as written) 4.0 x 3.1 x 4.2 cm with multiple cysts demonstrated within.. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ menorrhagia, fibroids. Concerning the injuries reported in this case, the following one/ones were described in medical records: endometritis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal), rectal pain, endometriosis, endometritis were added. Reporters information, concomitant ad historical conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), migraine ("migraines") and ovarian cyst ("ovarian cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and on (B)(6) 2016, hyst. (Full), salping(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, uterine leiomyoma and ovarian cyst had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, migraine, ovarian cyst, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: plaintiff received treatment for pain: dysmenorrhea, pelvic pain, abdominal pain, bleeding: menorrhagia, other injuries/symptoms: migraines. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migraines, fibroids, ovarian cysts. Event outcome was added for the events: dysmenorrhea , pelvic pain, abdominal pain, menorrhagia, fibroids & ovarian cysts. Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.